Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. While adjusting the trajectory, insufficient height was encountered. Drawing from operational experience, the - knob was used to compensate for the height deficiency. Subsequently, the clip came into contact with the atrial wall. After a brief observation period, a pericardial effusion was identified in the patient. The physician immediately halted the procedure and withdrew the steerable guide catheter (sgc) and clip delivery system (cds). The physician suspects that the¿-¿¿ knob of sgc exhibited abnormal torque, causing pericardial injury. The patient was subsequently transferred for surgical intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. While adjusting the trajectory, insufficient height was encountered. Drawing from operational experience, the - knob was used to compensate for the height deficiency. Subsequently, the clip came into contact with the atrial wall. After a brief observation period, a pericardial effusion was identified in the patient. The physician immediately halted the procedure and withdrew the steerable guide catheter (sgc) and clip delivery system (cds). The physician suspects that the¿-¿¿ knob of sgc exhibited abnormal torque, causing pericardial injury. The patient was subsequently transferred for surgical intervention.

Manufacturer narrative:
All available information was investigated, and the reported knob resistance associated with abnormal torque was not confirmed via device analysis. The reported failure to advance (low transseptal puncture) during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported failure to advance (low transseptal puncture) was due to procedural circumstances. The cause of the reported knob resistance associated with abnormal torque was unable to be determined. The reported pericardial effusion seems to be due to procedural circumstances. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.